Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer had disconnected at their t:lock. Tandem technical support educated the customer that disconnecting at the t:lock may introduce air into the line. Customer performed a supply change to address the issue. There was no adverse impact to customer¿s blood glucose level.